Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported that the sensor was stuck to the inserter. Through troubleshooting, they were able to successfully insert the sensor. He also reported that the customer's blood glucose goes very low in the night. The blood glucose was as low as 50 mg/dl. At the time of the report, the blood glucose reading was 127 mg/dl. He stated that the catch arm was not bent. He also reported that they received a bad sensor alert following two calibration error alerts. Nothing further was reported.